Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was under palliative care at home. Tachycardia therapy had not yet been programmed off and instead a magnet had been applied to the device to inhibit potential shock therapy from being delivered. However, the remote monitoring system showed that anti-tachycardia pacing (atp) and shock therapy had been delivered. After this occurred, an error code was observed indicating the shocking capacitors were not charged to the programmed voltage within 45 seconds. End of life (eol) battery status was declared due to the charge timeout. A warning was displayed in the remote monitoring system indicating remote monitoring was disabled for this device and replacement was recommended. No adverse patient effects were reported. The device remains implanted and it was not known if an explant would take place, due to the patient's medical condition/palliative care. A home visit was done to interrogate the device with a programmer. Device data was obtained and submitted to technical services for analysis. Engineering review of the data was performed. Diagnostic data is limited due to the eol battery status. The cause of the charge time outs is unknown, the battery voltage appears good. There are no shorted lead faults recorded. It is possible that the charge time outs are due to normal battery depletion from multiple charging attempts. The data for the device was obtained soon after all of the charge attempts; battery status (voltage, etc.) Updates are delayed after high voltage events. It is also possible that the device is malfunctioning. Root cause cannot be determined without returning the device for laboratory analysis. At this time, device explant and return is not expected.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was under palliative care at home. Tachycardia therapy had not yet been programmed off and instead a magnet had been applied to the device to inhibit potential shock therapy from being delivered. However, the remote monitoring system showed that anti-tachycardia pacing (atp) and shock therapy had been delivered. After this occurred, an error code was observed indicating the shocking capacitors were not charged to the programmed voltage within 45 seconds. End of life (eol) battery status was declared due to the charge timeout. A warning was displayed in the remote monitoring system indicating remote monitoring was disabled for this device and replacement was recommended. No adverse patient effects were reported. The device remains implanted and it was not known if an explant would take place, due to the patient's medical condition/palliative care. A home visit was done to interrogate the device with a programmer. Device data was obtained and submitted to technical services for analysis.